Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronics. Analysis was unable to verify external ram error alarm due to blank display anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump went blank display immediately after being exposed to moisture. The customer's father reported that they received an external ram error alarm. The customer's blood glucose was 164 mg/dl at the time of incident. The customer's father stated that they were able to hear button clicks. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.